Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. It was reported, when opening the needle, the soft wings were on the tip of the needle. To support the investigation, two packaging shelf boxes containing approximately two hundred sealed blister-packaged samples were received for evaluation by the quality team. A total of one hundred twenty-five samples were randomly selected for inspection. Visual examination was conducted using 30x magnification. No damage, defective grinds, or hooks were observed. The bevels and etching were found to be within acceptable standards. A review of the device history record (DHR) was completed for material number 305181, lot 5064163. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar complaints have been reported for this lot. Based on the investigation and analysis of the returned samples, the reported condition could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle 18x1in blunt fill had foreign matter. The following information was provided by the initial reporter: material#: 305181. Batch#: 5064163. Verbatim: rcc received a complaint via email. We have received a quality complaint on product sold to our customer. Please contact the customer, cc xxxxx, and include complaint# on any future communications. Injuries or adverse event: no item: 305181 quantity affected: (B)(4) box serial/lot number: (B)(6) po: (B)(4). Are any samples available for return? Yes reported issue: when they opened the needle, they found the soft wings on the tip of the needle itself customer disposition request: replacement customer contact information.